Event description:
It was reported that a transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Initial reporter email address (B)(6).

Manufacturer narrative:
(B)(4). B5: describe event or problem -additional d9: device availability- additional g3: date received by manufacturer - additional g6: follow-up number - additional h1: type of event - additional h2: if follow-up, reportable what type -correction h3: device evaluated by manufacturer ¿ additional.

Event description:
It was reported that a transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.